Manufacturer narrative:
The device was not returned for analysis. Corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported unintended system movement and resulting perforation appear to be related to user error. In this case it is likely that the reported unintended system movement and resulting perforation are a result of the "single operator loading technique" in combination with glideassist mode and the brake open without securing the guide wire. The diamondback 360® precision coronary orbital atherectomy system instruction for use (IFU), warns: ¿do not spin the crown in glideassist®, with the guide wire brake lever in the unlocked position, without first securing the guide wire by holding it with fingers or by using the guide wire torquer. If using the guide wire torquer, ensure that it is securely fastened to the guide wire before starting to spin the crown. Failure to secure the guide wire when the brake is unlocked could allow the guide wire to spin while in glideassist mode which may result in patient harm.¿ based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6 h6: codes 4118, 3233, and 11 no longer apply. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during treatment of mildly calcified, mildly tortuous, 70% stenosed left anterior descending artery (lad) the physician attempted to load the diamondback 360 precision coronary orbital atherectomy device (oad) onto the viperwire advance coronary guide wire with flex tip with a "single operator loading technique" through radial artery access and the viperwire jumped forward and caused a perforation in apical lad. The oad was on glideassist and the guide wire brake was not engaged when the viperwire jumped. Balloon angioplasty and pericardiocentesis were performed to resolve the perforation but the patient remained in the hospital to recover from the perforation. The procedure was completed four days later using intravascular lithotripsy (ivl) to break up the calcium followed by stent placement. The patient has recovered following the procedure and was discharged the same day. It was believed the viperwire jumped forward possibly due to tortuosity in subclavian artery which pinched the guide catheter which then caused friction on the crown as the physician was inserting the oad via the single operator technique and pushed the viperwire through the apex of the lad. There was no allegation of deficiency or malfunction against the oad.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that during treatment of mildly calcified, mildly tortuous, 70% stenosed left anterior descending artery (lad) the physician attempted to load the diamondback 360 precision coronary orbital atherectomy device (oad) onto the viperwire advance coronary guide wire with flex tip with a "single operator loading technique" through radial artery access and the viperwire jumped forward and caused a perforation in apical lad. The oad was on glideassist and the guide wire brake was not engaged when the viperwire jumped. Balloon angioplasty and pericardiocentesis were performed to resolve the perforation but the patient remained in the hospital to recover from the perforation. The procedure was completed four days later using intravascular lithotripsy (ivl) to break up the calcium followed by stent placement. The patient has recovered following the procedure and was discharged the same day. It was believed the viperwire jumped forward possibly due to tortuosity in subclavian artery which pinched the guide catheter which then caused friction on the crown as the physician was inserting the oad via the single operator technique and pushed the viperwire through the apex of the lad. There wa no allegation of deficiency or malfunction against the oad.